Manufacturer narrative:
(B)(4).

Event description:
It was report that this event occurred in the ICU. During removal, the use noticed that the swg "uncoiled". As a result, the swg was removed and replaced to complete the procedure successfully. There was no delay, harm, complications, death, or injury reported as a result of this occurrence.